Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). It should be noted that the patient has a very short landing zone, therefore a right renal stent was placed. After the stent graft was deployed, a type 1a endoleak was identified so the physician placed a palmaz (non-endologix) stent and expanded it with an aortic balloon to try to resolve endoleak. The endoleak mostly resolved, however a small amount of contrast remained indicating the endoleak did not fully resolve. No intervention was performed and the patient will be monitored. Additional information: the physician reported that the type 1a endoleak had resolved on its own post initial procedure. A complaint is no longer warranted since there is no alleged deficiency related to identity, quality, durability, reliability, safety, effectiveness, or performance of the device.

Manufacturer narrative:
A complaint is no longer warranted since there is no alleged deficiency related to identity, quality, durability, reliability, safety, effectiveness, or performance of the device.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). It should be noted that the patient has a very short landing zone, therefore a right renal stent was placed. After the stent graft was deployed, a type 1a endoleak was identified so the physician placed a palmaz (non-endologix) stent and expanded it with an aortic balloon to try to resolve endoleak. The endoleak mostly resolved, however a small amount of contrast remained indicating the endoleak did not fully resolve. No intervention was performed and the patient will be monitored.